Event description:
The following information was reported: on (B)(6) 2014, a patient underwent a peripheral intervention procedure. Nothing seemed wrong with the closure. The patient was kept laying flat for 2-3 hours. The patient was discharged to home the same day. On (B)(6) 2014, the patient presented to the ER with a massive hematoma. It was later discovered that the patient had a 1 inch pseudoaneurysm. The patient was admitted to the hospital and given blood. The patient had to be embolized in order to treat the pseudoaneurysm. On (B)(6) 2014, the patient was discharged from the hospital.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1430407) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).